Manufacturer narrative:
The product sample returned consisted of one complete 14.5 fr dual lumen hemodialysis catheter which presented signs of use. After visual inspection, a punch hole was found on the venous extensions silicone tube. During underwater test (functional test), bubbles were detected coming out from the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to a sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 10/15/2014 that a customer had an issue with a dialysis catheter. The customer states that there was a microscopic hole at the level of the cvc venous branch, in the center of the transparent tubing. Presence of minor blood leakage during the irrigation of the venous branch at the beginning of the dialysis treatment. Only the arterial side of the catheter was used (single needle). The venous line was clamped with 2 clamps. The cvc was removed on (B)(6) 2014 (it had been installed on july 16, 2014. New one installed on sept. 30, 2014. No patient injury.

Manufacturer narrative:
Submit date: 10/21/2014. An investigation is currently underway. Upon completion, the results will be forwarded.